Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician treated a patient with bilateral gsv/ssv venaseal procedures. Approximately 2months post procedure the patient experienced pruritis which was treated with solumedro medication. Approximately 4 months later the patient returned again with pruritis and severe skin changes.

Manufacturer narrative:
Image review eight photographic images of the patient¿s symptoms were received for analysis. Both patient¿s lower limbs exhibit redness and blotchy redness in the area of the knee. If information is provided in the future, a supplemental report will be issued.